Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (dmg prior tactile cngs w/moist) issue. Reportedly, the ¿up¿, ¿down¿ and ¿ok¿ buttons were under responsive and moisture was observed behind the display. It was reported that the keypad cover was torn and there were no delivery issues noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/19/2014 with the following findings: the pump was returned with a peeling keypad cover. During testing, the keypad buttons were unable to be tested due to a blank display screen. The keypad cover was removed and no contamination was found under any of the keypad button contacts. There was visible evidence of moisture behind the display screen. The pump powered on to a blank display screen with functioning auditory settings and no vibratory settings due to moisture in the pump. The pump was opened and there was evidence of moisture on the internal components of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.